Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage, button error and missing segments from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are cracks near the screen and battery compartment. The customer also mentioned that the up arrow was not working. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board and had missing segments or partial display due to bleeding lcd glass. Unable to confirm the insulin pump not able to upload to carelink and unable to perform any tests due to buttons unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.